Event description:
Sex: unk. Procedure: lap chole. Reportedly, clips did not dispense in a uniform manor. Clips may take up to four squeezes of trigger to dispense and clips also have crossed legs. One clip came off the cystic artery resulting in two liters of lost blood due to not being clamped.